Event description:
It was reported that a wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and wearable failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The customer complaint was not confirmed due to the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, when the patient inserted the g7 wearable, it did not work and showed ¿sensor failed.¿ after the sensor failed, the patient developed symptoms. She could not recall what the symptoms were or how long she was without an active sensor before they occurred. However, she remembered that it resulted in low blood glucose and that she almost passed out. Glucagon was administered by her family, but she could not recall the amount. A finger-stick was also done, but she could not remember the values. The patient was not sent to a facility or hospital. At the time of the report the patient was good. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.